Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0035 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse infused drug via female luer connector, however, after infusion of drug, the leak was then found on y site.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The safety mechanism was returned fully activated. Dried blood residue was visible on the rim of the blue valve at the y-site. The proximal luer hub was flushed with water and no leaks were observed. The sample was then pressurized, and a bead of water formed at the blue valve. A continuous leak was not present. The product instructions for use (IFU) states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." Since a bead of fluid was observed to form during pressurization of the device, the complaint is confirmed. A lot history review (lhr) of asdxs0035 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse infused drug via female luer connector, however, after infusion of drug, the leak was then found on y site.